Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) was being tested for sensing and it seemed to consistently be out of specification. No patient complications have been reported as a result of this event.